Event description:
It was reported that during an embolization procedure, the coil prematurely detached inside the target location without use of the controller. The physician was able to maneuver the coil using catheter to place in the desired location, and the coil was implanted. The patient was reported to be stable.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Manufacturer narrative:
The investigation of the returned coil system found the implant to be severely stretched at the proximal section, but the implant was found to still be attached to the pusher. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported premature detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing retraction forces over specification. Confirmation from the reporting rep was received that the correct device was returned for evaluation. Based on our investigation findings there was no coil detachment malfunction or serious injury; therefore, mvi no longer considers this a reportable event.

Event description:
Please see section h10 for the investigation conclusion.